Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector and a plastic adapter in reference to connection issue was received. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue.

Event description:
A nurse contacted baxter (B)(4) regarding a transfer set that had a poor connection with the catheter adapter. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event.

Manufacturer narrative:
(B)(4). The root cause is undetermined.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.